Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he has been having problems with his batteries lasting in his pump. The morning of the call, he woke up to an off no power alarm. Once he changed the battery, the pump will not turn back on. Customer's blood glucose was 175 mg/dl. During troubleshooting, customer did not have a new (B)(6) battery to try and just wanted a replacement pump. The insulin pump will be returned for analysis.